Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices and two starclose se devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that puncture site closure of an unspecified vessel was attempted using a proglide device with a 6f sheath after an interventional angiogram in the right leg. Reportedly, an unknown device failure occurred with a proglide device. Two additional proglide devices were used with the same results. Two starclose se devices also had unknown device failures. Manual arterial compression was used to achieve hemostasis. The physician is reportedly trained in the use of the proglide and starclose se devices. No additional information was provided.